Event description:
It was reported the pt's pump had a motor stall due to an MRI. Six days after the MRI, the status was checked and the stall was confirmed in the attention dialogue box. Telemetry strips were checked and found the stall occurred the day of the MRI with recovery upon f/u interrogation. The pt had no symptoms of underdose and no alarms were heard.